Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of a "intermittent stop key on the pump head module keypad on channel c". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremediated".

Manufacturer narrative:
Evaluation summary: the condition of a "intermittent stop button on the channel c pump head module (phm) keypad" was found and confirmed during product evaluation. The condition found during service was determined to have been caused by a faulty phm keypad. To fix the condition the channel c phm keypad was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.